Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an air leak from the forceps channel and distal end of the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a section of the coating on the bending section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a section of the coating on the bending section was peeled off due to deterioration. The reported issue (leaks from tip and forceps channel) was confirmed during evaluation. In addition, the light guide bundle and grip leaked due to handling, the insertion section was wrinkled due to handling, angulation was insufficient due to elongation of the angle wire, the forceps and cleaning brush could not be inserted smoothly due to collapse of the channel, the insertion section was crushed due to handling, there was corrosion on the operation part due to water leakage, angulation was not smooth, the adhesive on the bending section was detached, liquid leaked at the up/down plate, there was leakage on the universal cord, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.